Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer of the navigation system was returned to the manufacturer for evaluation. Testing found that the ram module was loose, resulting in the reported issue. After fastening the ram, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system had no input at start up. It was reported that the connections were verified to be fastened. There was no patient present when this issue was identified. No additional information was provided.